Event description:
Event description guidant received information that this implantable defibrillation lead has had a consisent rise in threshold over the last year. A microdislodgement of the pace/sense portion of the lead was suspected.